Event description:
It was reported that it was a routine PICC insertion in radiology into the patient's right basilic. The PICC was in place and the sheath/introducer was being removed. When the orange handle of the sheath was snapped, it broke away from the sheath. As a result, it took longer to remove the sheath from the patient as the clinician had to be very careful not to leave any sheath material in the patient. The clinician managed to remove all of the sheath. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.